Manufacturer narrative:
Infections, such as cellulitis, are usually caused by an association of multiple bacteria that invade the wound at the site of injection due to a temporary disruption of the skin barrier. Eventually, they can induce delayed inflammatory reactions that may manifest as painful, indurated nodules months after injection. Lack of asepsis during injection and/or posttreatment care and intraoral injections are common etiologies for this complication. Adequate treatment with antibiotics leads to a complete resolution of the symptoms without sequelae. Additionally, the risk of such adverse events is mentioned in the instructions for use of teosyal products.

Event description:
On august 29, 2023, the spanish subsidiary notified us of an adverse event following the use of teosyal puresense rha 4 in a patient. According to the information received, a patient was injected on (B)(6) 2023, with 1.2 ml of teosyal puresense rha 4 in the nasolabial folds (0.6 ml per side). The injection was performed using the fanning and retrotracing techniques. Approximately 4 months after the injection, on (B)(6) 2023, the patient presented with inflammation and big, painful, indurated nodules in the injected areas. On the same day, she went to the emergency room, where a possible cellulitis was diagnosed and the following treatment was prescribed: - antibiotics (augmentine, 875/125 mg): once every 8 hours for 10 days. - corticosteroids (deflazacort, 30 mg): one tablet per day for 2 days, followed by half a tablet per day for 2 days, and one third of a tablet per day for 2 days. As the nodules remained, the patient went to see the injector for consultation, and one of our medical advisors was contacted. On (B)(6) 2023, we were informed that she had been injected with hyaluronidase the day before and that the symptoms were improving. Despite several reminders, we were unable to retrieve further information on the resolution of the symptoms. Thus, this case is considered closed as is.